Manufacturer narrative:
The insulin pump passed all displacement tests. The insulin pump was received with stuck in motor error loop during bolus/delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 8.2mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.